Event description:
A report received from (B)(6) stated an 840 ventilator experienced an issue with the oxygen sensor while being used on a patient. The patient was removed form the device and manually ventilator. There were no patient injuries reported. The date of the event is unknown.

Manufacturer narrative:
(B)(4). The covidien technical (tse) evaluated the device and confirmed the reported issue. The tse found a damaged oxygen sensor. The oxygen sensor was replaced, which resolved the customer reported issue. No additional information is available. Studies performed on a worst case condition with a crack of 90% cross-section have been shown to have no effect on performance. Previously, conflicting information may have been provided to puritan bennett 840 (pb840) customer the operational life of the oxygen sensor in a labeling addendum for the pb840. The pb840 operator's manual states the sensor has a nominal life of one year from the date of manufacture while a pb84 addendum incorrectly stated to replace the sensor every two years. The nominal life of the o2 sensor is 1 year form date of manufacture. Covidien's plan to update the literature was communicated to the FDA on (B)(4) 2013.